Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an "er1" warning when attempting to test her blood glucose using her one touch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 8 am. She stated that she manages her diabetes with insulin (pump therapy) and due to the alleged issue had less food/drink (ate less carbs at lunch and dinner). The patient claimed on (B)(6) 2011, at 12 pm, after the alleged issue started she felt "dry mouth." The patient reportedly self treated on (B)(6) 2011, at 1 pm with insulin, by increasing her intake of humalog by 10%. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure was set in the meter and the correct sample site. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia. Although the patient self treated with insulin, there is no indication the treatment administered was inappropriate. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.